Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that starting on (B)(6) 2016, the patient experienced a blood glucose reading of 370 mg/dl with confusion and irritability. It was also alleged that the patient did not respond to an alarm emitted by the pump in a timely manner. The reporter stated that they began medication to treat high blood pressure and experienced dehydration, significant weight change, an issue with insulin quality, a change in physical activity, and a change in nutrition, which all may contribute to a change in blood glucose. The patient reportedly remained on insulin pump therapy, and the basal rate was adjusted by the health care provider. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: the black box and pump histories for the date of the complaint had been overwritten due to continued patient use; black box data dates are from (B)(6) 2016. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was noted to be discolored.